Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the grip ring open and dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument's jaws. The jaws would not open when attempted. The instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to close properly. The probable root cause is attributed to the manufacturing process. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the 8mm synchroseal did not work right out the box. Would not work when connected. The procedure was completed with no reported injury.